Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that a black rubber foreign material was found in the nozzle, however, the specific material could not be identified and the cause for material remaining in the device could not be specified. Attempts were made to obtain additional information regarding the user's reprocessing steps but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. A black rubber material was found in the nozzle. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the air/water supply tube was clogged on the evis lucera elite gastrointestinal videoscope. The issue was found during reprocessing, and the diagnostic procedure (gastroscopy) was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer: there were abnormalities found during preparation for use, and the issue occurred during the diagnostic procedure (gastroscopy). There was no delay and the procedure was completed with a similar device.